Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support elevated partial thromboplastin time, and ventricular tachycardia (vt) episodes was noted. The patient continued on support until being bridged to a left ventricular assist device.